Event description:
Information was received indicating that this smiths medical cadd extension sets had air bubbles in the tubing between the pump and the filter. No patient consequences were reported. No adverse effects were reported.